Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device shut down as the charging button on the external paddle was pressed for defibrillation. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the defibrillator and the external paddles and was unable to duplicate the issue. A philips product support engineer (pse) evaluated the device hardware and software logs provided by the fse. The pse found there were no persistent errors in the hw or sw logs. There was a single instance, recorded in the sw log on (B)(6) 2020 11:47am, where the device was being used in clinical mode and encountered a hardware watchdog error and rebooted itself successfully. The heartstart xl+ sw often tells the unit to shutdown and reboot when it encounters certain errors or timeouts which is designed behavior. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device shut down as the charging button on the external paddle was pressed for defibrillation. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips the device shut down as the charging button on the external paddle was pressed for defibrillation. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the defibrillator and the external paddles and was unable to duplicate the issue. A philips product support engineer (pse) evaluated the device hardware and software logs provided by the fse. The pse found there were no persistent errors in the hw or sw logs. There was a single instance, recorded in the sw log on (B)(6) 2020 11:47am, where the device was being used in clinical mode and encountered a hardware watchdog error and rebooted itself successfully. The heartstart xl+ sw often tells the unit to shutdown and reboot when it encounters certain errors or timeouts which is designed behavior. One therapy pca was returned for failure analysis. The reported allegation about the "device shut down when attempting shock with paddles" was not verified or duplicated during lab tests. The therapy pca passed all tests during opcheck and performed as expected. Therefore, there was no fault found (nff) with this therapy pca. The device passed all performance assurance tests and was placed back into use with the customer.